Event description:
During the therapeutic withdrawal of the enteral feeding replacement device the tip "came off" and setteled into the pt's age and gender unk. Stomach, it was reported that the physician stated that he will wait for the piece to be extracted naturally.